Event description:
It was reported that the ilet pump¿s battery charger did not function as expected, with the charger¿s indicator light turning green, blinking twice, and then shutting off despite attempts with multiple outlets and ensuring the cord was fully seated, consistent with a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.